Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Smell of burning...electronics set on fire oral-b [device catching fire], exploded oral-b [device battery explosion]. Case narrative: consumer via e-mail stated that their oral-b io 6 toothbrush smelled of burning. It then set on fire and exploded. No injury was reported.